Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that she had disconnected to use the restroom then reconnected when she heard the alarm. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) device during initial drain 1. The homepatient (hp) stated she had disconnected to use the restroom then reconnected when she heard the alarm. The technical service representative (tsr) explained the alarm and advised the hp to discard supplies and start over with new. No patient injury or medical intervention was indicated at the time of the initial report.